Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that the pump requested a minimum of 50 units. The customer reported experiencing a low blood glucose (bg) level below 70 (mg/dl) earlier in the day; however, customer attributed their low bg to incorrectly entering the amount of carbohydrates they consumed for a bolus delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the cartridge was reloaded onto the pump successfully.